Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: it has been brought to my attention this morning that we had a needle that appears to be contaminated, looks almost like blood. We order these through nhs supply chain. They are manufactured by microlance.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 201202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Fourier-transform infrared spectroscopy (ftir) was performed on the sample to identify the foreign matter. The ftir results determined that the matter consisted of poly(acryamide) and ammonium 15 n nitrate, therefore, the report of potential blood contamination is disproven. Further investigation is being performed to identify a possible source of these materials within the manufacturing facility; however, at this time, an exact cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: it has been brought to my attention this morning that we had a needle that appears to be contaminated, looks almost like blood. We order these through (B)(6). They are manufactured by microlance.